Event description:
Procedure: unk. Reportedly, the oxygen was just turned down then the surgeon applied the cautery device and there was a flash. The patient received superficial burns to the palette which did not require treatment. Note: during routine review, this report was reevaluated. At that time the decision was made to file a report based on the information received.